Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmologist reported that a patient had diffuse corneal infiltrates following a corneal inlay procedure. Additional information requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. Log file review shows no abnormalities or deviations besides that the energy check was out of the recommended time range. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).